Event description:
It was reported that the gears within the handpiece were locked up and the blue cylinder at the tip of the handpiece, where the long attachment/bur tip exits the handpiece, was bent. The tip was bent enough so that it made it very difficult to slide the drill into the handpiece and lock it into place. As this happed during a demonstration in sawbones, no patient was involved.

Manufacturer narrative:
H10: h3, h6: the device, intended for use in treatment, was not made available to the designated complaint unit for evaluation. Thus, visual and functional inspection could not be performed. It was reported that while performing a sawbone review at a hospital, the gears within the handpiece were locked up and the blue cylinder at the tip of the handpiece where the long attachment/bur tip exits the handpiece was bent. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports. A relationship between the device and the reported event could not be established. Factors that could have contributed to the reported issues are mechanical component failure from bending of the handpiece drill guide support or if debris was stuck in the drill guide support.